Event description:
It was reported that the screen on/quick bolus button has stopped functioning and the pump only works when plugged into a power source.

Manufacturer narrative:
T: slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) years old. The product has not been returned for evaluation. Should new info become available a supplemental report will be submitted.